Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and no deviations have been observed during the needle production process. As stated in the instructions for use of the product: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibre attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending or breakage. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods, or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with premicron green suture. The client reported that during aortic valve replacement premicron product was used, but the suture did not slide properly, having to make too much force, and therefore, mistreating the tissue.